Event description:
It was reported that an ilet device physically split into two pieces while the user was traveling, and the user reverted to a backup ilet without disruption to blood glucose control. Symptoms included no adverse clinical effects. Outcomes included no impact on health or need for medical care. Investigation included collection of device history and logistical steps to retrieve the broken unit for evaluation. Investigation of this case revealed a malfunction consistent with external housing or screen damage leading to device separation, with no associated alerts or alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage consistent with physical stress during use or handling.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.